Event description:
It was reported that during the lap splenectomy, it was reported by the hosp that the shears were producing a steady tone. A new shear was opened to complete the procedure. No pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with a hot spot and the blade nicked and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have ocurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout, later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."